Event description:
Orig. Surg. Date: 2005. Allegedly hip dislocating. Neck revised to a pha0-1234 with 2600-0008 head.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested from the user facility and the surgeon. Event device code is addressed in the package insert. This report will be amended when the investigation is complete. This is the same event as 3003379990-06-00056. This event occurred in another country.